Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited shocking impedance measurements greater than 125 ohms. The lead also exhibited a gradual increase in pacing impedances from 1,200 to 1,700 ohms. Isometrics were performed and some noise was produced. The patient underwent a revision procedure and this lead was extracted and to be returned in two pieces. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis revealed that this product was returned severed and that some segments of the lead and/or insulation may be missing. There was laser damage noted in a few places on the insulation. The clear medical adhesive was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring was stretched at that point. There was also a scrape or abrasion on the proximal spring's gore. Residual calcification was found on the mesh tip and the rise in the pacing impedance is likely consistent with a buildup of calcification on the lead's mesh tip, whereby the device saw a gradual rise in pacing impedance over time. Electrical testing was performed on the returned segments and were found to be electrically continuous. No further testing was performed. The increased impedances was believed to be related to the calcification build-up on the lead's mesh tip.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.